Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer representative reported that the patient's device was not working. In the past few days the patient had nausea, pain in the bladder, pain at the implantable neurostimulator (ins) site, and it felt like the ins had shifted or moved. The patient was due to a gradual change in therapy or symptoms in (B)(6) 2016. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016. There were no trauma or falls related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.